Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure 4 in.pact av access balloon catheters were used to treat the venous outflow, brachiocephalic/superior vena cava (svc) stent and the cephalic arch of the right arm. Approximately 8 months post procedure the patient suffered from venous outflow restenosis of the avf. The restenosis in the index lesion was successfully treated with a target lesion revascularization using a plain balloon angioplasty with 0% residual stenosis. The svc stent, central vein and venous outflow were treated during the reva scularization. The patient was also treated with medication. The patient recovered.